Event description:
It was reported that pt had fluid build up. Pt has pain, and couldn't walk because of the pain. Dr took some tissue and muscle out. Dr diagnosed pt with altr.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.